Event description:
This is the third of three reports for the user involving three separate products. Refer to report 9616096-2015-00001 for the first report. Refer to report 9616096-2015-00002 for the second report. It was reported by the user that she began reacting to the facial protection devices utilized by her healthcare facility. The reported symptoms included burning and tingling of the mouth and lips, tightness in the throat, tightness in the chest and shortness of breath. She followed-up with an allergist. Additional information received on (B)(6) 2015 noted she began experiencing subtle reaction symptoms in (B)(6) 2014 following the donning of another manufacturer's device. The symptoms continued when she wore mask from multiple vendors. On (B)(6) 2015 the user followed-up with an allergist. The allergist prescribed a breathing inhaler to be used as needed. The user began wearing facial protection masks over a cloth mask because it appeared to decrease the symptoms the user was experiencing. The user was referred to another allergist. It was noted that the user had a slight skin reaction around the chin area and at the nape of the neck where there was no cloth barrier from the mask the user wore. A steroid inhaler was prescribed, it was hypothesized that the symptoms were initially not histamine in origin but more related to contact dermatitis which evolved into an inflammatory response in the airway. To assist in ruling out the possible causes of the users symptoms a skin patch test will be performed.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).